Event description:
It was reported that the external pulse generator (epg) was pacing at fifty-six beats per minute (bpm) when the rate was set to eighty bpm. The sensitivity of the epg was then set to asynchronous pacing, and the rate was then paced at eighty bpm. A sensitivity threshold test was also performed, and the settings were adjusted. The epg remains in use. No patient complications have been reported as a result of this event.